Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: corrected data: lot number device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, during an open reduction internal fixation (orif) surgery for the femoral diaphyseal fracture was performed with an antegrade femoral nail (afn). After inserting the nail, the surgeon tried to lock the proximal area using the insertion handle and the protection sleeve. However, the sleeve could not be inserted into the hole of the insertion handle completely. The surgeon decided to drill the bone carefully with the sleeve apart from the bone. The surgeon drilled the bone halfway with the sleeve first and then drilled the contralateral bone without the sleeve. It was confirmed that the sleeve could be inserted smoothly into the aiming arm. The surgery was completed successfully without a long delay. There was no adverse consequence to the patient. Concomitant device: antegrade femoral nail (part unknown, lot unknown, quantity 1) aiming arm (part unknown, lot unknown, quantity 1). This report is for one (1) protection sleeve. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part 03.010.063, lot 3796814: manufacturing site: haegendorf. Release to warehouse date: may 16, 2011. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. H3, h6: a product investigation was completed: the visual inspection of the returned device identified visible signs of wear. There are a lot of dents on the outer surface of the protection sleeve. The functional test was performed with the enclosed insertion handle 03.010.351. The protection sleeve could not be fully inserted as intended due to the damaged hole of the insertion handle. Dimensional inspection showed conformity. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, material and visual criteria at the time of release with no issues documented during the manufacturing process. No non-conformances (ncs) were generated during the production of the lot in question. The received condition of the device is concordant with the complaint description and the complaint condition is confirmed. The dimension of the protection sleeve was measured and show conformity. A functional test was performed with the enclosed insertion handle. The protection sleeve could not be fully inserted due to the damaged hole of the insertion handle. No fault could be detected with the protection sleeve. Base on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.